Event description:
Odor claims that sterile water had a strong sweet smell to the bottles.  She purchased these items from her (B)(4) company. Additional information received from end user on (B)(6)2013: daughter had a reaction due to the strong smell of the water in the bottles. The patient uses the water for humidification during at night bipap machine.  The odor caused her to have throat and chest pain and tightness in the chest. She stated she gave her daughter a xopenex treatment to decrease the tightness and chest pain,  and had no further issues after the treatment. Only one bottle was used but noticed that 2 cases have the odor. One case was purchased through her (B)(4) and the other purchased online through (B)(4). Two cases are available for evaluation.

Manufacturer narrative:
(B)(4). The product has been sent to the supplier, but an evaluation has not yet been completed. A follow up will be submitted once additional information has been provided by the supplier.

Manufacturer narrative:
A review of the device history record (DHR) was performed for each lot. There were no deviations found during manufacturing of the product that would have contributed to the reported issue. Two cases of the product were returned by the end user and an evaluation was performed. The returned complaint sample bottles were submitted to the following testing: blank preparation: the objective of these samples is to intensify and identify the natural plastic smell that is attributed to the bottle plastic container. During in line manufacturing, 10 bottles were filled to half capacity (500ml), and submitted to organoleptic testing. There was no sweet smell detected. There was only a natural plastic odor. Reported bottle odor: three bottles of each lot were opened. The smell inside the bottles was standard bottle plastic odor, similar to the blanks. There was no strong or sweet smell detected. Reported water odor: three bottles of each lot number were opened and the solution poured into a different container. The water did not present any strong or sweet smell. Physiochemical substance test: the purpose of this test is to discard any possibility of the presence of dissolved organics. Two bottles from each lot were submitted to oxidizable substance testing (according to usp 34). The results met all specifications. It was determined that the odor detected in the returned product was the same as the natural plastic odor expected. No organics were detected in the sterile water. The reported issue could not be confirmed.